Event description:
In 2005, the lay user/pt contacted lifescan and alleged that his one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist called and left a message for the patient two days later. A letter will be sent. At the time of troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. The pt did not provide any results he had received, and it is not known if the pt was misinterpreting the results. His medication regimen is also not provided. The pt was taken to the hospital and given insulin treatment. However, there is no further information provided regarding the hospital visit (blood glucose result on the hospital meter) and the treatment administered. The patient was not aware that the meter was set in the wrong unit of measurement. The subject meter was reset to mg/dl unit of measurement and the pt was walked through a control solution test, which passed within range. Although insufficient information is provided, the reported meter was in the wrong unit of measurement and the pt was not aware of it. He was taken to the hospital and given insulin treatment. Therefore, this complaint is reported as an adverse event. A replacement meter was sent to the lay user/patient.